Event description:
Customer additionally reported that the device was cleaned, disinfected, and sterilized before it was returned to olympus.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause of the foreign material could not be determined. Identification of the material could not be determined. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device was returned and evaluated by olympus. In addition to the findings, evaluation found the complaint was confirmed and the bending angle in the up direction and the play of the up/down knob did not meet standard value due to wear of the angle wire. Also, evaluation found the bending section cover adhesive was chipped, the water removal ability did not meet standard value due to clogging of the nozzle, the adhesive around the light guide lens was peeled, the connecting tube was dented and wrinkled, the paint on the air/water and suction cylinders was peeled, the control unit was discolored, and multiple parts of the scope were scratched. This event is under investigation. A supplemental report will be submitted upon receiving additional information.

Event description:
The customer reported the angulation of the gastrointestinal videoscope was reduced and the control knob had play. The customer did not know where the foreign material came from. There was no delay in doing precleaning and the air/water nozzle was flushed with a detergent solution. There was no reported patient harm or impact due to this event. During device evaluation at olympus, it was found nozzle was clogged with foreign material. The report is being submitted due to foreign material in the nozzle found during evaluation.